Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 6/14/2013, belt: 9/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home and was found deceased by family members. Ems was reportedly called, however CPR was not initiated as the patient was already deceased. Review of the patient's download data revealed that the patient was inappropriately treated three times by the lifevest prior to passing on (B)(6) 2019. At 1:51:21 pm, 1:59:24 pm, and 1:59:51 pm, the patient received the three treatments. The patient's rhythm at the time of all of the treatments was asystole, and the post-shock rhythms were also asystole. Asystole was seen on the patient's ECG again at 2:16:34 pm, and the electrode belt was disconnected at 2:23:50 pm. Oversensing of low-amplitude cardiac signal and motion artifact contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.